Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2023. During procedure, they noticed that the balloon was unable to deflate. The scope was removed from the patient and the device was cut to remove it from the scope. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h10: investigation results. The returned cre fixed wire dilatation balloon was analyzed, and a visual examination found that the catheter of the device was kinked and cut. Microscopic analysis confirmed the catheter was cut. The balloon was not returned for evaluation. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of the balloon would not deflate could not be confirmed. Upon analysis, it was determined that the balloon was not returned and was detached from the catheter. The detached section had evidence of a mechanical cut. This condition may have occurred due to the reported event of the balloon not being able to be removed from the scope and the customer cutting the catheter and pushing the balloon out of the distal tip of the endoscope. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2023. During procedure, they noticed that the balloon was unable to deflate. The scope was removed from the patient and the device was cut to remove it from the scope. The procedure was completed with the original device. There were no patient complications reported as a result of this event.